Event description:
It was reported that potential intermittent undersensing on stored electrograms (egm) was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.